Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the fortrex 05 x 040 x 80 balloon, a patient with peripheral anastomotic stenosis and a calcified target lesion experienced a pin hole balloon burst during balloon inflation at 20 atmospheres. Little vessel tortuosity and little vessel calcification were reported. An inflation device was used for balloon inflation. No resistance was encountered when advancing the device. The procedure was completed by replacing the balloon. No patient complications have been reported as a result of this event.